Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection revealed that the lens was received cut in two parts. Loose particles were observed on the lens optic body compatibles with handling the lens out of the sterile environment. There was no evidence to suggest any manufacturing related defect. The optical diopter measurement could not be performed due to the condition of the lens received. A review of the manufacturing records showed no deviations or nonconformities. The documentation shows that the production order was manufactured according to specifications. The lens diopter result obtained from the stored electronic data in miq (measurement iol quality) system performed when this specific lens serial reported was measurement for diopter verification, showed that serial number meet optical properties inspections. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
It was reported that the intraocular lens was explanted in a secondary procedure from the patient's left eye due to unexpected post-op refraction. Patient was reported to be doing well post operatively.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.